Event description:
On (b)(46) 2009, a male pt who is now (B)(6), underwent evar with zenith for aaa (cystiform, 48x35mm), and outcome was good. The pt was suitable for the procedure. (B)(6) 2013 (date unk): the pt came to the hospital as an outpatient, and CT performed on the day showed air within the remained aneurysm. Since the air volume was little and no symptom was observed, the physician decided to take a wait-and see approach letting the pt take antibiotic though aorto-intestinal fistula and stent graft infection were suspected. After that, crp looked improved. (B)(6) 2013 (date unk): though crp once looked improved, abrupt feeling of fullness in the abdomen, dull pain and hematemesis were confirmed. The pt was transferred to the hospital urgently. Then, axillary - femoral (right and left) arteries bypass, removal of the stent graft, fistula closure and omental implantation repair were scheduled. After the scheduled bypass procedure was completed with another MFR's artificial vessel (eptfe 8mm with ring), abdominal surgery was performed and it revealed tight adhesion between the duodenum and aneurysm wall and that aneurysm wall was thick in whole. Both right and left cias were removed and cut off, and graft neck and both renal arteries were exposed. Heparin administration was conducted and aorta was also cut off below renal arteries. When aneurysm wall was cut off, intestinal fluids like bile leaked from the sac. Aorta above renal arteries was also cut off in order to remove the stent graft. First, suprarenal stents were removed, contents of the aneurysm wall was removed. Then, whole stent graft also in the distal site was removed. Cutoff site of the cias were closed. About 1cm of fistula between the aneurysm and duodenum confirmed by an inspection from the duodenum to the aneurysm was closed from inside of the aneurysm. Then cutoff sites of the aorta, both cias and near fistula were filled/fixed with omental. The procedure was completed after confirming hemostasis. Fourteen days after the treatment, urgent surgery was conducted due to abrupt peritonitis. Much yellowish ascites fluid was confirmed. The physician judged that insufficient suturation in the closed position of fistula had caused it since the fluid was like duodenal fluid. Aneurysm wall and duodenum were cut off, then repaired by inosculating duodenum and jejunum. Also gastrostomy was performed in the lower body of the stomach, and a drain was placed. The procedure was complete, and the pt is still hospitalized under treatment. As of (B)(6) 2013, the physician is taking a wait-and-see approach. The pt is still hospitalized under treatment and has not recovered yet.

Manufacturer narrative:
Device code is labeled in the IFU. Event evaluation: still under investigation.